Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted after the device analysis is completed. (B)(4).

Event description:
Glideassist was used to advance the diamondback coronary orbital atherectomy device (oad) to the target area in the right coronary artery (rca), which was 90% stenosed. Three distal-to-proximal treatments were administered on low speed. Thereafter, ivus was performed, and the physician then attempted to advance a non-csi atherectomy device to the lesion. However, the non-csi device could not be delivered, so the oad was used again instead. Another distal-to-proximal treatment was performed on low speed. The oad driveshaft fractured. The fragment could not be snared using the guide catheter and a snare, but it was retrieved with use of a balloon catheter. The procedure was completed with stent placement, and the patient did not sustain any health effects from the event.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h3, h6, h10 device analysis conclusion: a section of the oad was returned engaged on the guidewire. Visual examination confirmed the reported driveshaft fracture. The remainder of the oad was not returned. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).